Event description:
Per the clinic, the patient experienced a lack of osseointegration in (B)(6) 2013 (specific date not reported) resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed 17 mar 2014.